Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and non-calcified lesion located in the ostium circumflex, exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. Device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. Device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was implanted in the circumflex artery without problems. When the ptca guide was removed, resistance was felt and after a new injection, it was reported that the stent was not in the artery. Stent was found outside the patient in the field surgical. No medical or surgical intervention needed to prevent a permanent impairment of a function. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: one photo was returned of a severely deformed stent. The stent appears stretched and deformation to all the struts. If information is provided in the future, a supplemental report will be issued.